Event description:
It was reported that the customer's screen was cracked. There was no adverse impact to the customer's blood glucose level. The customer declined further assistance or follow-up and was in the process of receiving a renewal pump.